Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error image on the insulin pump screen. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring=clear. Device alarmed critical pump error after battery installation. Device downloaded to crest. However, device failed to download to thus with blue display. Found moisture damage to force sensor, electrical board and electrical 2 board during visual inspection. Cleaned motor assemblies, electrical 1 board and electrical 2 board with alcohol and no effect. Unable to verify cause of critical pump error due to download difficulty. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly.